Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low battery alert. The customer states they received a new battery cap, but the cap is not working. The customer's blood glucose level at the time was 139mg/dl. The customer states the replacement did not resolve the low battery issue. The customer states they did not hear an alarm go off when their blood glucose levels were 345mg/dl. The customer was advised that their insulin pump would be replaced. The customer declined to return the out of warranty pump.